Event description:
Additional information reported symptom was resolved four months after onset.

Manufacturer narrative:
Additional data: b5, d1, g1, h6.

Event description:
Healthcare professional reported a patient was injected with 2mls of juvederm vista volbella xc in the lips. Two weeks later, patient had a shingrix shingles vaccine. Two weeks after this vaccine, the entire lips swelled. Anti-allergic medications were started three days later. A week after starting the medication the submandibular gland began swelling and the peak of the lip swelling had passed. Patient still recovering. The healthcare professional believes the event to be a vaccination related allergy.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.